Event description:
It was reported that prior to the implant of this device it was found to be in safety mode. The device was thus not implanted. No adverse patient effects were reported. Should the device be returned this investigation will be updated.